Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-(B)(6) during a pump refill, a volume discrepancy was noted where the irv was 5.7 ml and the arv was 10ml. There were no associated signs or symptoms and no further diagnostics or interventions were performed/no action was taken. On 2021-(B)(6)during a pump refill, a volume discrepancy was noted where the irv was 6.7 ml and the arv was 7ml. The volume discrepancies were noted to be within normal limits. On 2021-(B)(6) during a pump refill, a reservoir volume discrepancy was noted where the irv was 12.2 ml and the arv was 16 ml. There were no associated signs or symptoms. No further diagnostics or interventions were performed/no action was taken. On 2021-(B)(6) during a pump refill, a reservoir volume discrepancy was noted where the irv was 16.9 ml and the arv was 20 ml. There were no associated signs or symptoms. No further diagnostics or interventions were performed/no action was taken. On 2021-(B)(6) during a pump refill, a reservoir volume discrepancy was noted the irv was 7.1 ml and the arv was 10 ml. There were no associated signs or symptoms. The patient was advised that there was a possibility that the catheter is kinked. They were advised to notify the clinic if they lose pain control. This discrepancy, however, was within normal limits. On 2021-(B)(6) during a pump refill, a reservoir volume discrepancy was noted where the irv was 17.3 ml and the arv was 20 ml. There were still no associated signs or symptoms. This is within normal limits for two consecutive refills with discrepancies within normal limits. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone (unknown dose and concentration), compounded baclofen (unknown dose and concentration), bupivacaine (unknown dose and concentration), and clonidine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 during a pump refill, a pump reservoir volume discrepancy was noted where the interrogated reservoir volume was 11.8ml and the actual reservoir volume was 15 ml. There were no associated signs or symptoms. No further diagnostics or interventions were performed/no action was taken. On (B)(6) 2021 during a pump refill, a pump reservoir volume discrepancy was noted where the interrogated reservoir volume was 11.5ml and the actual reservoir volume was 16 ml. The outcome of the event was unresolved with no further action planned. The event date was (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving dilaudid (hydromorphone) 3 mg for a total dose of 2.27614 mg/day, compounded baclofen 250 mcg for a total dose of 189.67842 mcg/day, clonidine 250 mcg for a total dose of 189.67842 mcg/da, and bupivacaine 30 mg for a total dose of 22.76141 mg/day via an implantable pump. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that during a pump refill, on 2021-aug-03, a reservoir volume discrepancy was noted in which 12.1ml was expected but 18 ml was actually in the pump. On 2021-sep-03, during a refill a volume discrepancy was noted: irv - 8.8 ml, arv ¿ 12 ml. On 2021-oct-01, during a pump refill, a reservoir volume discrepancy was noted: irv - 10.4 ml, arv ¿ 11.5 ml which is within normal limits. It was indicated the event was related to the device or therapy. No actions were noted and the issue resolved without sequelae on 2021-oct-01.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2021. It was indicated that the pump was programmed and filled to 40 ml at the patient's refill on (B)(6) 2020.